Event description:
It was reported that immediately following the implant procedure of cardiac resynchronization therapy defibrillator (crt-d), the patient's blood pressure dropped. The crt-d was deactivated, and intervention was attempted in the operating room. However, the patient unfortunately passed away. At this time, this crt-d remains implanted.

Manufacturer narrative:
This report is being sent to correct verbiage in b5 (event description).

Event description:
It was reported that immediately following the implant procedure of cardiac resynchronization therapy defibrillator (crt-d), the patient's blood pressure dropped. The crt-d was deactivated, and intervention was attempted in the operating room. However, the patient unfortunately passed away. At this time, this crt-d remains implanted, and there were no allegations made against the device by the physician.

Manufacturer narrative:
This report is being sent to correct verbiage in b5 (event description). Summary of the investigation: with the available information, boston scientific cannot confirm the root cause of the clinical observations, as the product remains implanted and a thorough review of all available information did not yield objective evidence of device defect. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: with all the available information, boston scientific is unable to conclude the root cause of the incident. This device remains implanted; therefore, a technical analysis cannot be conducted. Following a review of all available information, it was determined that there was no objective evidence of a product defect. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Device risk review: a risk review was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this device remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory and our investigation is considered complete.

Event description:
It was reported that immediately following the implant procedure of cardiac resynchronization therapy defibrillator (crt-d), the patient's blood pressure dropped. The crt-d was deactivated, and intervention was attempted in the operating room. However, the patient unfortunately passed away. At this time, this crt-d remains implanted, and there were no allegations made against the device by the physician.